Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: dr. Broke a needle while closing. The needle fell into the patient's abdomen, and a c arm was used to locate the needle. The fragment was left inside the patient. The delay was over 30 minutes. No blood loss greater than 500cc. No unanticipated tissue loss.